Event description:
Information was received from a healthcare professional regarding a patient receiving baclofen 2000 mcg/ml at 250 mcg/day via an implantable pump for intractable spasticity. The patient was in withdrawal following a routine pump replacement on (B)(6) 2016. They had already performed catheter aspiration times two and a (B)(6) study with perfect results. They additionally did a (B)(6) study times two with appropriate rotation. No pump alarms were present. The patient was experiencing severe spasticity. The patient also had increased white blood cell count and increased lactic acid. The patient was going to be given intravenous valium and admitted to the hospital. Managing physician was also going to contact surgeon to inquire about priming done at procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the patient's kidney function had profoundly deteriorated and his creatinine levels had risen. The patient also developed a mucus plug in an unspecified organ. The patient's status was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. An infection, which was related to the device, occurred at the pocket after the pump implant. The patient went through withdrawal symptoms, but the spasticity never got really bad. The patient was on oral baclofen and intravenous valium in the hospital. The patient's creatinine continued to climb with no evidence of rhabdomyolysis. The pump was removed in (B)(6) of 2016, around the (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.